Manufacturer narrative:
The preliminary investigation of the thermogard xp ivtm system was performed at the zoll malaysia service depot. The customer reported that "the thermogard console (sn (B)(6) did not power on, no led light appeared on the display head, and no beeping sound was heard" was confirmed during the functional testing. Zoll malaysia service personnel suspected the root cause of the reported complaint as a defective power supply. A further in-depth investigation was performed at zoll san jose, and the customer-reported complaint was reproduced during the functional testing. The root cause for the reported complaint was determined to be the defective power supply, likely attributed to normal wear and tear or a defective component. The thermogard system was manufactured in 2015 and has reached its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a broken bumper and missing handle. The missing and damaged parts were replaced to address the observed physical damage. The root cause for the observed physical damage is likely attributed to user handling. During functional testing, the thermogard system failed to power on, thus confirming the reported complaint. The defective power supply was replaced to address the customer-reported complaint. In addition, as a precautionary preventive measure, the I/o pcb was replaced to improve the stability of the power supply. Unrelated to the reported complaint, lithium coin battery was replaced due to the device's aging. Following service, the thermogard xp ivtm system passed the final functional test, burn-in test for three days, and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(4) did not power on was confirmed during functional testing. The possible root cause was due to a defective power supply as a result of normal wear and tear of the console. The console was manufactured in 2015 and is 5 years old, reached the expected service life of 5 years. Upon visual inspection, no physical damage was observed. During functional testing, the console did not power on. Diagnostic test was performed on the ac power cable, power inlet fuse and power switch and no issue were observed, suspecting a defective power supply. Replacement of power supply is required. Waiting for customers approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard console (sn (B)(4)) for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During system check, the thermogard console (sn (B)(4)) did not power on. Per customer, there was no led light appeared on the display head and no beep sound was heard. No patient involvement.